Event description:
It was reported, the patient had a urinary infection but stated, it was not related to their device.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 093-33 lot# v318138, implanted: 2009 (B)(6); product type lead. (B)(4).